Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2011. The fse stated "probe may have aspirated some gel." The fse flushed the probe and cleaned the wash collars. Per fse, the analyzer was running many samples without any flooding. A clear root cause is unknown.

Event description:
A customer contacted beckman coulter inc. (Bec) and reported that they had modular chemistries (mc) sample probe obstruction errors on unicel dxc 600 pro synchron clinical system. The customer indicated that errors went away, but later they found leakage from the probe onto the sample racks on the sample wheel. A customer technical support (cts) generated a service request. No injury was reported on this issue.